Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called requesting assistance with her basals because she forgot how to use then. Customer mentioned that she was hospitalized twice last year due to high and low blood glucose. In (B)(6) 2013 the blood glucose reading was over 1000 mg/dl and dka. In (B)(6) 2013 the blood glucose reading was 20 mg/dl at the time of hospitalization. Customer stated that at she had an infection and a minor heart attack. Nothing further was reported.